Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: camera head turned off in mid case. Root cause: bad cable due to wear and tear and/or poor maintenance. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.